Manufacturer narrative:
Device evaluated by manufacturer: the pusher wire and introducer sheath were returned for analysis. The pusher wire was returned inside the introducer sheath. The twist lock of the introducer sheath had been opened. Dried blood was visible on the pusher wire. The pusher wire was removed and a slight kink was noted towards the distal end. The coil was not returned. The interlocking arm of the pusher wire was inspected and dried blood was present. The dried blood was removed. The interlocking arm of the pusher wire was inspected and no anomaly was noted. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as insufficient flush was maintained during the procedure. The dfu states that ¿in order to achieve excellent performance of the fidc coil and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device.¿ (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. A 2/3mm x 2.3cm interlock was used for an embolization of the moderately tortuous lesion . During the procedure, an intermittent flush was performed and the coil was advanced through a direxion catheter. When the coil exited out of the catheter in the patient's body, it was noted that the coil would not disengage from the interlocking arm. The coil was then retracted back in and was removed, together with the catheter, from the patient's body. The coil protruded from the tip of the catheter upon removal. The procedure was completed with another of the same device. No patient complication's were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. A 2/3mm x 2.3cm interlock¿ was used for an embolization of the moderately tortuous lesion . During the procedure, an intermittent flush was performed and the coil was advanced through a direxion catheter. When the coil exited out of the catheter in the patient's body, it was noted that the coil would not disengage from the interlocking arm. The coil was then retracted back in and was removed, together with the catheter, from the patient's body. The coil protruded from the tip of the catheter upon removal. The procedure was completed with another of the same device. No patient complication's were reported and the patient's condition was fine.